Event description:
Cutera received MDR report mw5029778 from the FDA division of postmarket surveillance. The report was submitted through the FDA's medwatch program. The report was forwarded by the FDA to cutera. Cutera has not received info from any source that correlates with this report on or around the date of the alleged incident. Cutera is unable to investigate this report.